Manufacturer narrative:
An additional lot number was reported (lot #m018432). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were missing an unspecified piece. Blood glucose (bg) was in the 400's to 500's (mg/dl). A new cartridge was loaded to address the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.